Manufacturer narrative:
Additional information received; it was reported that a type ii endoleak was observed on 8 year follow up and that a type iii endoleak (subtype unknown) was observed at a follow up visit 6 months earlier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the type iii endoleak was a separation endoleak through the "gutters" between the renal stent graft and the proximal endurant cuff. Additional information received reported that the aneurysm maximum diameter was 52mm. The low volume type ib endoleak was present in the right limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2010, the patient was implanted with an endurant stent graft system for the treatment of an aaa of 48.2mm diameter. It was reported that approximately 8 years 2 months post index procedure, during a follow up CT that a type ib endoleak was detected. The patient immediately underwent a new secondary intervention. The "tunnel" between the stent grafts was sealed with 6 coils, having advanced the catheter inside the sac first and then retrieving back into the "tunnel". There was evidence of sealing during the procedure and the patient had a aortic duplex ultrasound with ivf approximately 5 weeks later, showing complete endoleak sealing. The event was assessed by the investigator and the sponsor as related to the endurant stent graft and not related to the procedure.